Event description:
It was reported that when the chest pocket was opened during a generator replacement surgery the outer silicone tubing of the lead wire was found to have moved up exposing approximately two inches of the inner silicon tubing at the site where the lead pin inserts into the generator. Procedure notes from the replacement surgery were received and indicated that the pin was not secured into the generator. Also, notes mention the patient's seizures are well controlled with the vns system. The patient did not indicate feeling any pain or painful stimulation. The lead will not be returned as the explanting hospital's policy is to not return explanted devices. The leads have since been replaced. No additional or relevant information has been received to date.